Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, visibility was limited and the physician had difficulty inserting the sheath into the patient. There was a polyp in the patient's cavity, but no other anatomical abnormalities. The physician perforated the back of the uterus, however, it is unknown when the perforation occurred; the physician reported it could have occurred during initial dilation, when the genesys hta sheath was inserted, or when using a separate hysteroscope. The physician performed a total laparoscopic hysterectomy. The patient was reported to be "okay" post procedure.